Manufacturer narrative:
(B)(4). Report source: foreign: event occurred in (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after removing the reamer from the medullary canal, the tip of the reamed slipped off from the shaft. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d9; g3; h2; h3; h6. Complaint sample was returned and evaluated against the reported event. Visual inspection of the returned product noted the tip of the drill has moved from its initial position. Dimensional analysis noted the product shaft od is conforming to specifications. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.